Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient had to go in to get the battery charged up more frequently. It was noted that the implantable neurostimulator (ins) battery went dead. The reporter noted that there was a recall on it and it needed to be replaced. It was noted that the device replacement was pending the patient¿s confirmation. The reporter noted that the device had really helped the patient¿s pain and that was why he wanted the device replaced. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.